Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the haptic broke prior to implantation into the eye. The healthcare facility reports that haptic breakage was visible while the lens was still inside the nozzle. The lens and injector were withdrawn from the eye and surgery was completed successfully using back-up product. There was no harm/injury to the patient as a result of the event. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone spheric rao100c batch 083222003 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone spheric rao100c batch 083222003. There is insufficient evidence and information available to establish the cause of haptic breakage in this case.

Event description:
On (B)(6) 2024, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone spheric rao100c. The event description provided states that haptic damage was observed prior to implantation.